Event description:
On (B)(6) 2011, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Aortic anatomy was unremarkable and devices were sized within the gore excluder aaa endoprosthesis IFU guidelines. The gore excluder aaa trunk-ipsilateral leg endoprosthesis and the gore excluder aaa contralateral leg endoprosthesis were placed without incident; however, extravasation of the proximal neck was noted upon final ballooning using a (B)(4) coda balloon. The balloon apparently ruptured the backside of the aorta. A gore excluder aaa aortic extender endoprosthesis was then placed; however, this did not fully repair the torn aorta. The abdomen was opened but the devices were not explanted because, the aorta was friable (e.g., paper thin tissue, easily torn). A suprarenal cross-plant was performed whereby a beveled dacron tube-graft was sewn from the posterior portion of the infrarenal aorta directly onto the proximal aortic extender. The pt tolerated the procedure. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional gore device related to this event: (B)(4).